Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 517mg/dl. The caller stated that the customer was feeling sick to her stomach and was vomiting. A few hours later her blood glucose was high and the customer was taken to the hospital. It was stated that the customer had bolused and had active insulin, but no other deliveries were given prior to her admission. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.